Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report this report complete to the best of our knowledge.

Event description:
The customer stated she had been experiencing high blood glucose. The reported blood glucose reading during the phone call was 408 mg/dl. Troubleshooting was performed. The alarm history showed that the insulin pump gave an error alarm that erased the basal rates, and the customer had not re-programmed the basal rates since getting that error alarm. The insulin pump passed the leadscrew test but failed the high pressure test. The customer also stated that the buttons are not responding as they should. Nothing further was reported.